Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a patient circuit disconnect alarm and low inspiratory pressure was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was solenoid valve 5 (sv5) located on the flow board of the ift.

Event description:
It was reported that the device needed service for non-critical issues. There were no reports of patient involvement associated with the reported event. Upon evaluation of the device, ventec observed that the device was displaying a "patient circuit disconnect" alarm and that its inspiratory pressure was low.